Event description:
It was reported that on the m540 a too low arterial pressure was displayed. The personnel recognized the failure in time so that reportedly measures were initiated to increase blood pressure. No injury was reported.

Manufacturer narrative:
The investigation is ongoing, the results will be reported in a follow up report.